Event description:
It was reported that the device displayed primary audible background test/speaker error. No patient involvement or injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found the device was good condition with no external damage noted. A review of the event history log (ehl) identified primary audible alarm background (bgnd) test. During the functional testing was unable to duplicate the primary audible alarm bgnd during occlusion test. The root cause of the issue could not be determined. Replaced speaker also replaced interconnect board glued j9 connector as preventative and performed preventative maintenance and all functional testing. A corrective and preventative action has been opened to address the reported issue. If the occurrence of this issue increases significantly, additional corrective actions will be taken.